Manufacturer narrative:
The explanted hydrus microstent is not available for evaluation, it was reported to have been discarded by the customer. The device lot number is unknown; therefore, a review of the device history records was unable to be performed. Device identifiers and additional information have been requested; a supplemental report will be filed if new information is received. Microstent malposition and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference: (B)(4).

Event description:
A patient underwent cataract surgery with hydrus microstent implantation followed by istent inject on (B)(6) 2022. Intraoperatively, the surgeon was unable to confirm final placement of the device due to reflux heme. At postop visit on 3jun2022, the surgeon noted hydrus malposition, with no clinical sequelae . The device was explanted without complication at the patient's request on (B)(6)2022.